Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not block. Customer stated back light time was changed from 1 minute to 15 second to initiate the blockage, but it did not occur. Customer stated after turning the back light off manually insulin pump did not block either. Customer reported they did not feel safe with the insulin pump that cannot be blocked as it might deliver too much insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.